Manufacturer narrative:
Device manufacturing date is unavailable. RMA issued. Replacement straight suction shipped to site 10/30/2013. Medtronic investigation of returned suspect device finds that the tool intermittently shows red status and fails verification. When it fails verification the error is 2.1mm. Physical damage, dented/nicked/scratched/bent, directly caused the event.

Event description:
A site representative reported that, while in an ent procedure, their straight suction was not tracking properly. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.